Manufacturer narrative:
E1 address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: due to a cut on angle wire, bending section cannot be bent in down direction at all should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's wire was locked. The issue was found during set up/ inspection for use. There were no reports of patient harm.